Event description:
Healthcare professional reported left side intracapsular rupture and change of the color of the device discovered during surgery with pain and capsular contracture, baker grade l. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.